Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately in (B)(6) 2020. Patient¿s device stopped working after another surgery performed in (B)(6) of this year. To address this issue patient may be awaiting surgical intervention a later date.

Event description:
Additional information received which indicated that patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.